Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Review of the transmissions revealed a diagnostic anomaly on the implantable cardioverter defibrillator (ICD). Ventricular tachycardia (vt) events were misdiagnosed as supra-ventricular tachycardia and as non sustained episodes of morphology. The morphology was not properly scoring a ventricular arrhythmia event as vt. Programming changes were performed on the ICD. The patient was in stable condition.